Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 20feb2026 in the b.5. Field. No further follow-up is planned. Evaluation summary a patient's family reported the medication would not dispense from the humapen ergo ii device. "The dosage adjustment plug could be adjusted, but the injection button was completely unusable." The patient experienced inadequate control of diabetes mellitus and decreased blood glucose. The investigation of the returned device (batch 0712d05, manufactured december 2007) found the pen housing cracked, the lens cracked, and the soft touch partially peeled off, with evidence of excessive force observed for all 3 issues. However, the device met functional requirements. No malfunction was identified. Based on the date the device was manufactured (december 2007), the device was likely beyond the recommended use life. The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The damage to the device is consistent with damage while in the field and the user likely used the device beyond its recommended use period. These misuses are not likely relevant to the events of diabetes mellitus inadequate control and decreased blood glucose since the device met functional requirements.

Event description:
Lilly case ID: (B)(4) this report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and a product complaint, concerned an 81-years old male patient of unknown origin. Patient had no medical history or concomitant medication. The patient received human insulin (rdna origin) injections, (humulin) through a cartridge, 10-19 units, administered subcutaneously for diabetes, beginning on unknown date in 2020. He also received insulin lispro (rdna origin) injections (humalog) through a cartridge, 10-19 units administered daily, via subcutaneous route for diabetes, beginning on unknown date in (B)(6) 2024, via a reusable pen humapen ergo ii beginning on unspecified date. On unspecified date in 2022, he was hospitalized for 15-16 days due to diabetes. During hospitalization the physician recommended the patient switch the insulin to human insulin (rdna origin) injections. On unspecified date in (B)(6) 2024, he was hospitalized at ICU (intensive care unit) for 7-8 days due to fasting blood glucose 44. During hospitalization the physician recommended the patient to switch the insulin-to-insulin lispro. After administering insulin lispro, his blood glucose control got somewhat better. On (B)(6) 2025, while administering insulin lispro, due to pen issue, he was unable to inject insulin (missed dose) and developed skin itchiness with diabetes. (Lot. No.0712d05, (B)(4). It was reported that based on the date the device was manufactured, the device was likely beyond the recommended use life (improper use). Further information regarding corrective treatment and hospitalization details was unknown. Outcome of blood sugar decreased was recovering and outcome of remaining events was unknown. Status of human insulin therapies was discontinued and status of insulin lispro was unknown. The operator of humapen ergo ii was unknown and his/her training status was not provided. The general and suspect humapen model duration of use was unknown. The suspect humapen ergo ii device was returned on (B)(6) 2025 to manufacturer. The reporting consumer did not relate the events with suspect therapies or humapen ego ii. Additional cases for same patient: cn-eli_lilly_and_(B)(4). Edit 03-dec-2025: upon review the case was unlocked to edit second paragraph of narrative to, patient had no medical history or concomitant medication and added product complaint number in narrative. Update 04dec2025: additional information received on 02dec2025 from global product complaint database. Changed the lot number on device humapen ergo ii tab from unknown to 0712d05 for product complaint (B)(4); corresponding fields and narrative updated accordingly. Edit 11dec2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 20feb2026: additional information received on 16feb2026 and was processed along with information received on 17feb2026 from the global product complaint database. Entered the device specific safety summary (dsss) for humapen ergo ii device associated with (B)(4), lot 0712d05; updated the medwatch and european and canadian (EU/ca) device fields, improper use and storage from no to yes and device return status to returned to manufacturer; date of manufacture and date returned to manufacturer for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly. Edit 23feb2026: the case was unlocked to raise non-medically significant edit to update the formulation of suspect product human insulin (rdna origin) injections, (humulin regular) insulin lispro (rdna origin) injections (humalog lispro) from unknown to cartridge. Update 12mar2026: additional information received on 09mar2026 and 10mar2026 from global product complaint database. Upon internal review, due to system issue, an action item was generated for a dsss update. The dsss was not updated, so no further action was required.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and a product complaint, concerned an 81-years old male patient of unknown origin. Patient had no medical history or concomitant medication. The patient received human insulin (rdna origin) injections, (humulin) through a cartridge, 10-19 units, administered subcutaneously for diabetes, beginning on unknown date in 2020. He also received insulin lispro (rdna origin) injections (humalog) through a cartridge, 10-19 units administered daily, via subcutaneous route for diabetes, beginning on unknown date on (B)(6) 2024, via a reusable pen humapen ergo ii beginning on unspecified date. On unspecified date in 2022, he was hospitalized for 15-16 days due to diabetes. During hospitalization the physician recommended the patient switch the insulin to human insulin (rdna origin) injections. On unspecified date on (B)(6) 2024, he was hospitalized at ICU (intensive care unit) for 7-8 days due to fasting blood glucose 44. During hospitalization the physician recommended the patient to switch the insulin-to-insulin lispro. After administering insulin lispro, his blood glucose control got somewhat better. On (B)(6) 2025, while administering insulin lispro, due to pen issue, he was unable to inject insulin (missed dose) and developed skin itchiness with diabetes. (Lot. No. 0712d05, (B)(4) further information regarding corrective treatment and hospitalization details was unknown. Outcome of blood sugar decreased was recovering and outcome of remaining events was unknown. Status of human insulin therapies was discontinued and status of insulin lispro was unknown. The operator of humapen ergo ii was unknown and his/her training status was not provided. The general and suspect humapen model duration of use was unknown. The suspect humapen was disposed and not available for return. The reporting consumer did not relate the events with suspect therapies or humapen ego ii. Additional cases for same patient: (B)(6) and company (B)(4). Edit 03-dec-2025: upon review the case was unlocked to edit second paragraph of narrative to, patient had no medical history or concomitant medication and added product complaint number in narrative. Update 04dec2025: additional information received on 02dec2025 from global product complaint database. Changed the lot number on device humapen ergo ii tab from unknown to 0712d05 for product complaint (B)(4); corresponding fields and narrative updated accordingly. Edit 11dec2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed, as necessary.